Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they had premature/abnormal ins depletion. The patient was implanted in (B)(6) 2022 but got the end-of-life notice on their programmer in early 2026. Per the healthcare provider (hcp), when the device was interrogated in clinic on (B)(6) 2026, the battery life read low, there were no impedance issues, and the patient was on program 3 at 4.4ma, pw 210 and rate 14. The patient was reprogrammed to program 2 @ 2.4ma and the patient felt the stimulation deep in the vagina. Before this they were last seen in clinic in 2022. The hcp checked a pelvic x-ray and everything device related looked intact. The cause was unknown. They had a return of baseline symptoms of urinary incontinence, urinary frequency, and urinary urgency. They replaced the system. It is unknown if the issue was resolved.

Manufacturer narrative:
H3: analysis revealed that the implantable neurostimulator (ins) (s/n: (B)(6) ) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.